Event description:
A line, approximately 2 inches in length and of "thread like" thickness was observed during an x-ray examination made after removal of the drain from the hip area. The customer is not sure if this line is part of the drain or not. There was no adverse pt consequence or time delay reported.